Event description:
Boston scientific crm received information that this pacemaker exhibited sensing issues on the right ventricular (rv) channel since implant. There were reports of both low amplitude and oversensing at times that resulted in pacing inhibition. Boston scientific technical services (ts) discussed the issue of pacing inhibition with the caller that initially reported the issue. No known intervention was performed at that time. Several years later, additional information was received indicating that a revision procedure was performed wherein this device was explanted due to normal battery depletion. A new pacemaker was successfully implanted. No additional adverse patient effects were reported. This product is no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.